Event description:
It was reported by the customer that a the pyxis medstation es system has failed drawers' customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 on the auxiliary had failed. A field service engineer, removed all debris from beneath the pockets and re-seated them and all cables were reseated to resolve the issue. The system functioned as intended.